Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump alarmed power system error. Customer stated he had called previously but wasn't sure if he followed the instructions correctly. Customer was advised to remove to rest the device and call back issues reoccurred. Customer's blood glucose was unknown. The device is not returning for analysis.